Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) having a damaged connector nut was confirmed upon arrival of the returned controller. The black connector nut had a large crack which weakened the security of the connector nut; however, the damage but did not have any impact on the pins of the power cable being able to fully mate to power sources. The controller underwent a full functional test and was otherwise found to perform as intended. The controller supported operation of a mock circulatory loop for an extended period of time without issue. The submitted and downloaded log files were also reviewed. No abnormal events were observed, and the pump maintained a speed within the expected range without issue while the driveline was connected. The driveline was disconnected at 13:13 on (B)(6) 2025, which is consistent with the controller exchange. The root cause of the observed damage cannot be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 6 "equipment maintenance describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patients system controller had a broken fixation of the black power cable. It was unclear how the damage occurred. The system controller was exchanged.